Event description:
It was reported that the pump experienced declined battery life and slower charging. There was no reported adverse impact to the customer. No additional information was received regarding actions taken by the customer or technical support, and event was documented only.